Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels due to an improper infusion site deployment as they had not removed the needle cover. Reportedly, the customer used a new infusion set to bring down bg levels to a normal range. Customer declined further troubleshooting from tandem technical support.